Event description:
A discordant, falsely low glucose result was obtained on a dimension vista 1500 instrument for one patient. The discordant result was not reported to the physician. The same sample was retested on an alternate instrument and that result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant glucose result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant glucose result was unknown. The tsc determined that the initial glucose result was questioned because it did not match the result from the isotat. There were no other methods affected. No other information was available as the customer denied further involvement. The instrument is performing within specifications. Further evaluation of the device is not required.